Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose at the time of incidence was 500 mg/dl. Customer was corrected there high blood glucose with manual injection. Customer stated that insulin pump had cracked on back towards battery side. The insulin pump will be returned for analysis.